Manufacturer narrative:
This report is based on information provided by a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that received error message "detected an error please shutdown and restart" occurred while utilizing the video laryngoscope. The bench technician observed that rdt have vl device shut down issues, then unit was rebooted, and issue was resolved. Based on the information available and testing conducted, the cause of the reported problem was a device malfunction. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that tempus pro received an error message of "detected an error please shutdown and restart".

Manufacturer narrative:
Updated conclusion code and evaluation result code.